Event description:
A consumer reports decreased vision in dark conditions following intraocular lens (iol) implant surgery. In a follow up, the technician reported the surgeon believes there is nothing wrong with the iol; the surgery went perfect, and the pt is doing great.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history records review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested by phone on 02/18/2009 and 02/23/2009, by mail and fax on 02/04/2009. A completed questionnaire has not been received.